Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. After a 175cm non-bsc guide wire crossed the lesion, the 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced and inflated to the rated burst pressure (rbp), however the lesion indentation was not resolved due to severe calcification. After one minute of inflation at rbp, the inflation pressure was slightly increased, and then the balloon ruptured at 14atm. The device was completely removed from the patient. Angiography showed no vessel damage. The procedure was completed with placement of another 10mm×6cm non-bsc stent. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).